Event description:
It was reported that the pt passed away on (B) (6) 2010. The pt's mother went to wake the pt for church and found the pt deceased. No further info is available at this time. Attempts for further info have been unsuccessful to date.